Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle meter were reviewed and the dhrs showed the freestyle meter passed all tests prior to release. The dhrs (device history review) for the freestyle strips were reviewed and the dhrs showed the freestyle strips passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The wife of a customer reported he obtained a higher reading than how he felt when testing on the adc blood glucose meter, on (B)(6) -2020. As a result of the high glucose test, the customer self-treated with insulin (dose unknown), and subsequently "felt very confused" and lost consciousness. Paramedics were called and a blood glucose test of 30 mg/dl was obtained on the emergency services meter. The customer was treated with an unspecified IV medication for a diagnosis of hypoglycemia. A follow-up blood glucose of 40 mg/dl was obtained at the hospital on the hospital meter. No further information was provided. There was no report of death or permanent injury associated with this event.